Manufacturer narrative:
(B)(4).

Event description:
This device was in back up mode. ICD ram dump and re-initialization completed. No patient complaints and normal device behavior observed.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In a next step, the returned data have been analyzed. The data amount to a follow-up from january 4, 2018, obtained presumably after the re-initialization mentioned in the complaint description. The follow-up data revealed a normal device behavior. Based on the available information no conclusion can be drawn regarding the activation of the safety backup mode. A ram-dump of the device before re-initialization would be required for further insights. It cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields, may have contributed to the clinical observation. In conclusion, based on the information available for analysis the root cause of the clinical observation was not determinable. The analysis of the returned data revealed no indication of a device malfunction. Should further relevant information become available for analysis, this investigation will be updated.